Event description:
Additional information stated the cause of the high impedances was not determined. It was also reported that no interventions were taken and the patient's outcome was unknown.

Event description:
It was reported that the patient did not feel stimulation from the left lead during testing with a variety of contact configurations. Impedance measurements were taken. It was discovered that the left lead had high impedances, and lead damage was suspected. The lead was not revised or replaced, because the patient had "good pain coverage" with the right lead. There were no symptoms related to the event.

Event description:
Additional information received clarified impedance measurements were greater than 20,000 ohms. All combinations with 0-7 were out of range. The manufacturer representative did not want to run default testing higher than 1.5 volts. Impedances with electrodes 8-15 were within normal limits. The patient was not programmed on the 0-7 lead. The therapy was indicated for right foot pain.

Manufacturer narrative:
Product ID 377845, lot# v013536, implanted: 2007 (B)(6), product type lead, product ID 377845, lot# v013536, implanted: 2007 (B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).